Event description:
The inserter reported a raised section or "bump" in the outer portion of the introducer. They opened a separate introducer to complete the insertion.

Manufacturer narrative:
(B)(4). The customer returned one peel away catheter with dilator. Signs of use were observed on the dilator in the form of biological material. Visual inspection of the peel away catheter revealed the sheath body was raised about three quarters of the way down its body. The catheter score lines were still intact. The sheath tip was torn and creased. No other defects or anomalies were detected on the sheath or dilator. The raised portion of the sheath measured 14mm from the tip. The length of the sheath body measured 2.80" which is within specification of 2.625-2.875" per product drawing. The outer diameter of the sheath, where the defect was not observed , measured .117" which is within specification of .114"-.120" per product drawing. The outer diameter of the raised portion of the sheath measured .132" which is not within specification of .114"-.120" per product drawing. The returned dilator was able to be retracted and inserted back into the sheath with no resistance. The dilator was able to be locked into place as expected. A device history review was completed with no relevant findings. The customer complaint of a defect in the material of the sheath was confirmed through this investigation. Visual inspection revealed that the sheath was raised at an area three quarters of the way down the sheath body. A device history review was completed with no relevant findings. The root cause of this investigation is deemed manufacturing related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The inserter reported a raised section or "bump" in the outer portion of the introducer. They opened a separate introducer to complete the insertion.